Manufacturer narrative:
The review of the device indicated that there were witness marks on the device suggesting that an attempt had been made at implanting them. The witness marks indicate that the awl guide was not used as required in the surgical technique and the collar became disassociated due to interaction between the implant body and the collar at too steep of an insertion angle. A review of the DHR shows no issues were detected in the manufacture of the devices or failure to meet engineering specifications. The device was reported to not have been used in the subject surgical procedure, so the malfunction did not cause injury to the patient. It had been used as suggested by the marking on the implant, all pieces were retrieved.

Event description:
The locking collar disassociated from the screw without being used in the subject surgical procedure.